Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging user of unknown device passed away. The patient's wife reported they need to return the patient's replacement device since the patient had passed away before he received the replacement. The cause of death was not provided. There was no allegation that the device contributed to the death. No additional details were provided. This report will capture the death of the patient on the device that was recalled since the patient did not use the replacement device. The device was returned to the manufacturer for evaluation. The device was in good condition and passed evaluation. The customer complaint was not addressed. The device was scrapped.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging user of unknown device passed away. The patient's wife reported they need to return the patient's replacement device since the patient had passed away before he received the replacement. The cause of death was not provided. There was no allegation that the device contributed to the death. No additional details were provided. This report will capture the death of the patient on the device that was recalled since the patient did not use the replacement device. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.